Event description:
A healthcare professional reported that the cassette malfunctioned during a vitrectomy procedure and the infusion failed. The patient experienced distress, however, it was confirmed that there was no patient harm. The issue was resolved by replacing the product with another and the procedure was completed. Add'l info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).